Event description:
It was reported when the device was used during a laparoscopic colon procedure, there was difficulty turning the adjusting knob and as a result the staples malformed. The case was completed without pt consequence.